Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain; metallosis; elevated ions; loose cup; osteolysis. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2016-00296, 3010536692-2016-00297, 3010536692-2016-00298.

Event description:
Allegedly the patient was revised due to mom complications: appears on x-ray that the cup shifted which could indicate that it is lose. The cup appeared to come out w/o cup cutters. Also it appears as though grey "synovial fluid" was removed along w cultures and pseudotumors"